Event description:
Pt had symptoms of sharp onset of right breast pain and redness. Diagnosis of potential leaking implant was made. Implant was surgically removed. At the time of the surgery, saline component of the implant was found to be ruptured; the gel component was intact. Pt had a secondary infection. Implant was removed.